Manufacturer narrative:
Medtronic received additional information that this valve was replaced with a 25mm bioprosthetic valve of a different model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to patient prosthesis mismatch. Upon weaning the patient from bypass, right side heart functioning was poor. The surgeon was concerned that the bioprosthetic valve had compromised blood flow into the coronary ostia, although it could not be confirmed. The patient began experiencing multiple dysrhythmias. The patient was placed back onto bypass, and the valve was explanted and replaced with a 25 mm valve of a different model. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.